Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
61 year old female cardiogenic shock patient on extracorporeal membrane oxygenation (ECMO), had an impella cp inserted in the right femoral artery for left ventricle unloading ECMO was primary support device. A hematoma formed near ECMO site. An impella rp flex was implanted for right ventricular support despite the risks identified in the instructions for use. Rp flex flows were stable, cp waveforms started to deteriorate, lv looked dysfunctional so decision was made by the care team to remove the rp flex and exchange for veno-arterial ECMO (va ECMO). Subsequently the patient was denied transfer to escalation facility and the family withdrew care. Impella cp to be conservatively coded to hematoma and death, although they appear related to ECMO support and the patient's critical situation.